Manufacturer narrative:
Beckman coulter field service engineer (fse) spoke to the customer over the phone advising them to adjust the position of the hand detector of the manual-mode aspiration station. On (B)(4) 2013, the fse went to the customer site and discovered that the spring was missing from the hand detector assembly which allowed the hand detector to move freely catching on the bsv (blood sampling valve) and generating "probe did not retract" errors. On (B)(4) 2013, the fse replaced the bsv knob and found that the hand detector needed to be replaced as it was obstructing the manual probe from moving in and out intermittently. Service activity was performed and was verified to meet the specified requirements per established procedure. Failure mode was related to the hand detector assembly and the bsv knob. (B)(4).

Event description:
The customer reported to beckman coulter that about 2 tablespoons of bloody fluid leaked in the area of the secondary probe on the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), consisting of a laboratory coat, glasses and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection with this event. No death or injury was attributed to this event and there was no change to patient treatment.